Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was deployed inside of the plastic- sheath. The device was returned with the outer sheath kinked and it was partially separated from the catheter. It was noted that the catheter was kinked. Microscope examination was performed, and it was observed that the outer sheath was accordioned. The device had evidence of premature deployment. It was also found that the clip arms were misaligned. The clip wings were inside of the capsule windows, indicating that activations had been performed while the catheter was unraveled at the distal section. No other issues with the device were noted. The reported event was not confirmed. During product analysis it was found that the device had a premature deployment. According to the evidence, it is possible that while the physician made an excess force, the first activation was made in the device. When taking out the over-sheath from the catheter with excess force, it could have caused the over-sheath like accordioned, catheter unraveled, catheter kinked, sheath kinked, clip arms misaligned. Due to the device functionality in some cases it was possible that the deployment was made after the first activation. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Based on the evaluation of the returned device, the sheath was partially withdrawn from prior to the procedure. The IFU states "to fully expose the resolution clip jaws, hold the over sheath grip and push the handle distally until handle rests against the over sheath grip".

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. During the procedure, the clip was able to grasp and lock onto tissue, but did not release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. During the procedure, the clip was able to grasp and lock onto tissue, but did not release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.